Event description:
During an unspecified procedure, the clips were ejected out of the jaws. The hospital reported that no pt injury had occurred.

Manufacturer narrative:
5/12/97 supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.